Event description:
This was a diagnostic coronary angiogram. The patient had no calcification, tortuosity and scarring. The physician deployed the axera with no issues, then placed the sheath on the wire and into the femoral artery. After the sheath was in place he went to draw back blood and no blood came back. He suspected the sheath was blocked and pulled it out and placed a new sheath. He expelled a clot from the initial sheath outside the body and inside the clot was an almost perfect piece of the intima from the femoral artery. The physician did the case and the patient had no coronary artery disease or visible peripheral vascular disease. The patient had strong femoral and dp pulse after case. The sheath was then pulled and pressure was applied for 5 minutes and hemostasis was achieved. The physician assistant pulling the sheath felt a slight reduction in the femoral pulse but still strong and believes it was due to change in position of patient. The patient had no pain or discomfort. The patient was discharged a few hours later. The patient went home with no pain.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the device could not confirm how the condition was caused. The device was found in working condition but it was observed the latchwire was kinked. Evaluation of the sheath noted damage to tip but guidewire passed through. A review of the DHR was performed for the lot and no nonconforming material reports have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no similar complaints for this failure mode were found. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.